Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿+ insulin syringe experienced foreign substance was found on the needle after opening the syringe cap. The following information was provided by the initial reporter: foreign substance was found on the needle after opening the syringe cap

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-jul-2022. H6: investigation summary: customer returned (1) 1cc, 12.7mm, 29g syringe in an open blister from lot # 9126591. The returned syringe was examined and exhibited a piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene and silicone. A review of the device history record was completed for batch# 9126591. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of foreign matter on the needle. There were no quality notifications or dispatches that pertained to the complaint, therefore no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the bd microfine¿+ insulin syringe experienced foreign substance was found on the needle after opening the syringe cap. The following information was provided by the initial reporter: foreign substance was found on the needle after opening the syringe cap.